Event description:
Reporter indicated that pt experienced delayed hoarseness approx five days post-implant. The pt reportedly had no problems immediately following the implant surgery, but began experiencing hoarseness approx five days later. Vocal cord paralysis has not been diagnosed by an ent. Stimulation has not been initiated. Implanting surgeon indicated that the model 302-20 lead electrodes seemed to be stiffer that the model 300-20 lead electrodes and that the model 302-20 lead electrodes seem to be "strangulating" the vagus nerve. Neurosurgeon reportedly attempted to implant the larger model 302-30 lead instead, but stated that the vagus nerve was "floating in it," indicating that it was too large. Investigation to date has been unable to determine the cause of the reported vocal cord paralysis.